Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3389s-40, lot# v337831, implanted: (B)(6) 2010, product type: lead; product ID 3389s-40, lot# v337831, implanted: (B)(6) 2010, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient received assistance from his doctor or manufacturer representative and his concerns were resolved. There was some illegible hand writing in the returned letter, but the patient did speak with a manufacturer representative and repair.

Event description:
It was reported that ¿the battery in the patient¿s chest or something had failed.¿ the patient went to ¿check the battery level in his chest and the left one would not communicate and only the right one was working.¿ it was unclear if this was true or what was meant as the patient only had one implantable neurostimulator (ins) registered to him. Additional information was requested, but was not available as of the date of this report.